Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. As reported, perceval valve size m was explant and replaced with perceval valve size s. Based on the medical judgement available, the cause of the event was related to the mis-sizing (oversizing). Furthermore, from the document review performed, no manufacturing deficiencies were noted. As such. The cause of the event can be traced to use error (mis-sizing). Should further information be received, a follow up report will be provided.

Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. Based on the information available, on (B)(6) 2026, a perceval plus valve pvf-m, was implanted in a patient. Reportedly, as per standard procedure, decalcification and sizing were performed. A size m white sizer passed through the annulus, whereas a size l white sizer did not. As such, size m was selected and implanted. Post-implantation assessment showed no issues with the position of the perceval valve; however, distortion of the valve leaflets was observed. After cross-clamp release, echocardiographic evaluation revealed aortic regurgitation (ar). The event was judged to be due to oversizing, and the aorta was re-clamped. The size m valve was explanted. Sizing was repeated, and a size s valve was selected and implanted. No leaflet distortion was observed, and the valve was judged to be satisfactory. Subsequent echocardiographic evaluation showed no ar or paravalvular leak (pvl), and the procedure was completed.